Event description:
It was reported that an alert/notification settings issue occurred. On the evening of 03/03/2025, the patient experienced a headache, thirst, vomiting, and diarrhea. During this time, her spouse did not hear any alerts from the g6 app. He checked her glucose using a finger stick, which showed "high," and the cgm reading also indicated "high" at that time. Her husband administered 6 units of bolus insulin to help alleviate the symptoms. An hour later, he gave another 4 units of bolus insulin. The patient also took two 500 mg tablets of acetaminophen to relieve the headache and drank cold water. Since the symptoms persisted, her husband drove her to the emergency room at sentara leigh hospital that same evening. At the emergency room, a nurse performed a finger stick test, which again showed "high." However, the cgm reading was not checked at that time. The patient was exhibiting signs of confusion. The nurse removed the sensor and omnipod 5 insulin pump. Then the nurse administered IV fluids, and the doctor ordered an x-ray. After the x-ray was completed, the doctor diagnosed the patient with diabetic ketoacidosis (dka) and provided her with a slow insulin drip and IV fluids. The patient was admitted to a regular room and was advised to remain hospitalized until a new omnipod 5 insulin pump could be inserted. On 03/11/2025, the patient was discharged. At the time of the report the patient was feeling fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, additional information has been provided. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. However, it was noted in connection with the allegation that the patient¿s egvs were high (over 400 mg/dl) for over 24 hours since 03/02/2025. The app delivered high alerts up to 100% volume, as expected, but they were not acknowledged. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).